Event description:
A physician reported that during intraocular lens (iol) implant procedure, a foreign material like a scratch was confirmed on the iol optic after implanting. The surgery was performed and completed without product replacement. The iol remained implanted. Additional information was received and stated that, the foreign material was removed by irrigation and aspiration (I/a), and the surgery was completed. The symptoms were resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A used company cartridge was returned in a non-company pouch. Viscoelastic is observed in the cartridge. The tip of the cartridge is damaged on the left side. The cartridge has evidence of placement into a handpiece. The used cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the tip. Qualified associated products were indicated. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged cartridge tip. The root cause for the cartridge damage could not be determined. The manufacturer internal reference number is: (B)(4).